Event description:
Investigator assessed that the previously reported stenosis one day post index procedure was possibly related to the study device and paclitaxel, and remotely related to the procedure.

Event description:
The clinical events committee adjudicated that the previously reported stenosis, which occurred one day post index procedure, was related to the study device and procedure, and was not related to the paclitaxel.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (restenosis). Conclusion: known inherent risk of procedure (restenosis). (B)(4). Date of birth - year valid only .

Event description:
During the index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. One day post index procedure, the patient suffered stenosis of the right sfa and was treated with a non-medtronic pta and 2 non-medtronic stents. The investigator did not assess the relationship between the event and the study device, procedure or drug. Patient recovered.